Event description:
The risk manager from piedmont medical ctr reported that a mommotome biopsy was performed at the medical ctr, and they placed a clip using a gel mark. During a post biopsy procedure (needle localization), a piece of the plastic applicator was found and removed.

Manufacturer narrative:
The product was not returned to senorx as per the medical center's product return policy. A review of the lot history showed that the units that were tested deployed all the pellets, and the tips on the units did not shear off during test protocol.